Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the lead exhibited high capture thresholds and high impedance measurements. The physician elected to no longer use and replace the lead. The patient was in stable condition post surgery.